Event description:
The user facility reported a patient undergoing a high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support and developed low pump flow. Impella placed via right femoral artery. Notedly, the patient had a small aortic arch and left ventricle. During delivery, the impella cp kinked near the outlet cage. The impella cp device was removed and reinserted which resulted in the cannula kinking a second time. Despite the noted issue, the physician decided to proceed with the case. Due to the kink, the impella cp device was only able to provide flow around 2 l/min. The pci was completed with drug-eluting stents placed in the left anterior descending and circumflex arteries. The pci concluded and the impella device was explanted without incident. The patient was reported to be stable following the event.

Manufacturer narrative:
The impella pump with the cassette has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of low pump flow has been completed. A cannula kink was found. No biomaterial around impeller was found. No other damages or abnormalities. The data logs showed low flows from the case start. Suction alarms at start. No motor current spikes outside of p-level changes. The cause of the low pump flow was most likely a kinked cannula. E.4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised manufacturing site name and address section as it was previously entered incorrectly on the initial manufacturer device report number.